Event description:
A center director reported a patient with dry eyes two months post lasik treatment; punctal plugs were placed and symptoms resolved. Upon additional follow up the reporter indicated that the patient had dry eyes preoperatively. The reporter also stated the patient underwent a flap lift and enhancement procedure seven months after the original lasik procedure reporting an undercorrection. One month after the enhancement the patient noted improvement and was doing well. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause could be determined, system is performing within specifications. (B)(4).